Manufacturer narrative:
No anomalies found by review of device history record. Product met all specifications when released. Sample was replaced. Defective measurement module was returned for investigation. Problem was not reproducible. The root cause was identified as human factor, user handling. The issue can be classified as calibration check related. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported a post-operative surprise occurred. Surprise was due to discrepancies of up to 1 millimeter between the system and another company's system. It was reported that if the surgeon would have gone with the other company's system, proper information would have been entered into the system and a miss would not have occurred. Upon follow up, major discrepancy was with the white to white measurement which caused the post-operative surprise.